Event description:
Dialysis rn using continuous arterio-venous hemofiltration system unaware that ultrafiltration defaults to 200 cc/hr w/plugging and connection. Caused ultrafiltration off at accelerated rate. Pt hypotensive. Discontinued treatment. Albumin administered.